Event description:
Patient had a very scarred groin. During insertion, the distal tip unraveled and broke off, remaining within the patient. The final angio revealed the tip was outside the vessel, therefore, was not retrieved.

Manufacturer narrative:
A visual examination of the returned used and damaged device confirmed that a portion of the distal tip material has separated, thus exposing the inner coil. Further examination revealed the check-flo assembly had separated from the proximal end. We will continue to monitor for similar complaints.